Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon for this session file case has communicated his doubts about the accuracy of the segmentation of this patient¿s CT. He highlighted that part of the femoral head seems to be segmented as the acetabulum. During the dislocation of the hip joint, this particular piece of bone (look like part of an egg shell) fell off from the acetabulum. Hence, during the registration, the overall accuracy was very bad (~0.9 to 1.0mm) for the first 2 attempts. Most of the red spots lie within the ¿u¿ shaped of the acetabulum, almost all these red spots are shown as too deep in the bone (about 1.1mm to 2.00mm in bone). The fossa and the superior acetabulum registration were fine. Attached is a screenshot photo taken upon the 3rd attempt for the bone registration. The overall accuracy was reduced to 0.7mm. Small amount of osteophytes was removed along the superior acetabulum before the registration, hence, surgeon was reminded not to register the points on the removed zone. Surgeon concluded that the inaccuracy lie within the acetabulum region, he decided to go ahead to try reaming with robot arm. After the first attempt of reaming, the pelvic checkpoint fell off and it was very difficult to re-establish the checkpoint as we are unable to conclude the registration is accuracy enough. Hence, surgeon abandoned the robot and switch to manual mode. Now he expressed his concerns as the cup in the post-op x-ray (as attached in email) appeared to be higher superiorly than the plan. Right tha case delayed about 20 to 30 minutes and converted to manual instrumentation. The medial acetabulum wall seems to be over-reamed.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were no other reported events for the listed catalog number. Conclusion: segmentation was acceptable and verified by a senior segmentation specialist. All system accuracy checks were passed by the user. The registration error described was observed and may be caused by the undesired points placement and distribution. No malfunction or defect is suspected by the robot.

Event description:
The surgeon for this session file case has communicated his doubts about the accuracy of the segmentation of this patient¿s CT. He highlighted that part of the femoral head seems to be segmented as the acetabulum. During the dislocation of the hip joint, this particular piece of bone (look like part of an egg shell) fell off from the acetabulum. Hence, during the registration, the overall accuracy was very bad (~0.9 to 1.0mm) for the first 2 attempts. Most of the red spots lie within the ¿u¿ shaped of the acetabulum, almost all these red spots are shown as too deep in the bone (about 1.1mm to 2.00mm in bone). The fossa and the superior acetabulum registration were fine. Attached is a screenshot photo taken upon the 3rd attempt for the bone registration. The overall accuracy was reduced to 0.7mm. Small amount of osteophytes was removed along the superior acetabulum before the registration, hence, surgeon was reminded not to register the points on the removed zone. Surgeon concluded that the inaccuracy lie within the acetabulum region, he decided to go ahead to try reaming with robot arm. After the first attempt of reaming, the pelvic checkpoint fell off and it was very difficult to re-establish the checkpoint as we are unable to conclude the registration is accuracy enough. Hence, surgeon abandoned the robot and switch to manual mode. Now he expressed his concerns as the cup in the post-op x-ray (as attached in email) appeared to be higher superiorly than the plan. Right tha case delayed about 20 to 30 minutes and converted to manual instrumentation. The medial acetabulum wall seems to be over-reamed.